Event description:
It was reported that 4 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a plastic protrusion in the tube. There was no report of patient impact.

Manufacturer narrative:
There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670, k231373. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged tube interior was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube interior was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube interior. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 4 bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had a plastic protrusion in the tube. There was no report of patient impact.